Event description:
It was reported the procedure was being performed in the ward. During insertion, the physician experienced difficulty with the guide wire not running smoothly through the arrow advancer and the wire became kinked. As a result, a new kit was opened and used successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4).